Event description:
The customer reported the ventilator alarmed due to high oxygen supply pressure and oxygen unavailable occurrences. The customer reported the device was not in use on a patient therefore there was no patient involvement. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. The facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the biomedical engineer to disconnect the o2 transport manifold in use on the device to release gas pressure that was likely trapped within the transport manifold, and to check the regulator in use on the oxygen cylinder tank. The biomedical engineer reported upon relieving the pressure as advised the alarms cleared and did not recur, and reported the regulator in use on the oxygen cylinder may be faulty. Per the device operators manual, the ventilator should only be connected to an oxygen gas source capable of delivering a regulated 40-90 psig. If the customer's regulator does not deliver a regulated psig to the ventilator as specified, it may result in a high oxygen supply pressure alarm which may close the oxygen valve.

Manufacturer narrative:
Pressure trapped in regulator/manifold.